Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the analyzer exhibited bad signals. The analyzer passed all incoming functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during testing, the analyzer exhibited bad signals. The analyzer was returned for analysis. There was no patient involvement.